Event description:
It was reported that the user observed insulin on the outside of the cartridge after a supply change and had connected the connector to the cartridge outside the device prior to the call, which was explained as a cause of leakage; the user was then guided through the correct installation of the cartridge and connector, and insulin delivery was resumed. Investigation included troubleshooting and user education on correct assembly. Investigation of this case revealed user setup error leading to a cartridge-to-connector leak. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup.